Manufacturer narrative:
Additional information was added : a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The user facility submitted a medwatch report for this event: uf/importer report number (B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink duo-vent continu-flo solution set disconnected from the tubing; further described as ¿the nurse tried to take the cap off of the connector multiple times with no success. On the last attempt, the cap connector area became disconnected from the tubing itself¿. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.